Event description:
Event description guidant received information that during the device replacement procedure due to eri, this newly implanted implantable cardioverter defibrillator (ICD) displayed a less than 20 ohms message when attempting to deliver a shock through this transvenous implantable lead. The shock was unable to convert the induced rhythm. The patient was successfully externally defibrillated.